Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was not connected during priming. When the history files were checked, it was found that the customer had inadvertently delivered a 4.7 unit bolus prior to the event. It was reported that the customer often experiences low blood glucose because he does not eat very much. Nothing further was reported.